Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported experiencing "a lump or thickening in or near the breast or in the underarm area." Patient reported having a left breast reoperation due to "simple cyst." Healthcare professional reported no complaint against the device. Healthcare professional later reported "implant explanted and was leaking". Device has been explanted.

Manufacturer narrative:
Information contained in the initial emdr was previously submitted through asr/psr on 04/29/2010 and 10/19/2015. Lab analysis: based on the product analysis performed, the assessments of the complaints are: visibility/palpability: unable to observe as it is not related to the manufacturing process. Lump/nodule: unable to observe as it is not related to the manufacturing process. Cyst(s): unable to observe as it is not related to the manufacturing process. Rupture: not observed. As per the investigation procedures, creases, wear abrasion and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported experiencing "a lump or thickening in or near the breast or in the underarm area." Patient reported having a left breast reoperation due to "simple cyst." Healthcare professional reported no complaint against the device. Healthcare professional later reported "implant explanted and was leaking". Device has been explanted.